Manufacturer narrative:
It was reported that a male patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and a brim cap detached issue occurred. On (B)(6) 2020, the biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, the sheath brim cap was observed separated from the sheath. The brim cap easily snaps back in to place and vice versa. Customer returned the dilator as well as needle. The sheath did not look squashed anywhere. The observed brim cap separation has been assessed as an MDR reportable malfunction. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, photographs of the complaint device were analyzed. It was reported that a male patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and a brim cap detached issue occurred. During ablation while gaining femoral access, the sheath did not work properly and probably caused damage to the ablation catheter. The ablation catheter suddenly lost the distal signal. When the doctor removed the catheter due to the noise, part of the preface sheath came apart. The catheter and the sheath were replaced, and the issue resolved. No fragments were generated. Physician indicated that the sheath was not narrowed or partially blocked and there was no occlusion when irrigating the sheath. There were no lifted or sharp rings. Procedure was delayed 10 minutes, but there was no patient consequence. Device investigation details: at one of the pictures an unknown device can be observed. At the second picture an empty pouch is of the preface is shown, where the label with all the information related to the product is visible. At the third and four picture a cap separated condition can be observed. No other details of the products can be noticed at the attached pictures. The complaint reported by the customer as ¿catheter sheath introducer (csi)- damaged and separated ¿ during use¿ was confirmed. The cap of the preface presents a separated condition. The root cause of this condition could not be conclusively determined during the analysis of the received picture; therefore, it is not possible to establish whether it is related to the manufacturing process of the product. Although the picture analysis suggests that the damage and separated cap conditions of the preface is confirmed, no corrective or preventive actions will be taken at this time until the product is received to proceed with a complete evaluation. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. Based on the photographs alone, the customer complaint was confirmed. However, the analysis of the physical device has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 1/31/2022 and section h4 manufacture date has been updated with 2/27/2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
On 12/15/2020, the product investigation was completed. It was reported that a male patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and a brim cap detached issue occurred. During ablation while gaining femoral access, the sheath did not work properly and probably caused damage to the ablation catheter. The ablation catheter suddenly lost the distal signal. When the doctor removed the catheter due to the noise, part of the preface sheath came apart. The catheter and the sheath were replaced, and the issue resolved. No fragments were generated. Physician indicated that the sheath was not narrowed or partially blocked and there was no occlusion when irrigating the sheath. There were no lifted or sharp rings. Procedure was delayed 10 minutes, but there was no patient consequence. Device evaluation details: the device was received, and the brim cap was observed separated from the sheath, it was also observed that the brim cap snaps easily back in to place and vice versa, no other issues were found. The device was sent to cardinal health for further investigation, however, the bwi warehouse lost the device therefore, no investigation could be performed. An internal action (B)(4) was opened to document and further investigate this issue. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Even though the device was lost and no physically investigation was performed, the pictures provided by the customer were investigated and the issue reported by the customer was confirmed since the cap of the device presents a separated condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure with a preface® guiding sheath with multipurpose curve, and a brim cap detached issue occurred. During ablation while gaining femoral access, the sheath did not work properly and probably caused damage to the ablation catheter. The ablation catheter suddenly lost the distal signal. When the doctor removed the catheter due to the noise, part of the preface sheath came apart. The catheter and the sheath were replaced, and the issue resolved. No fragments were generated. Physician indicated that the sheath was not narrowed or partially blocked and there was no occlusion when irrigating the sheath. There were no lifted or sharp rings. Procedure was delayed 10 minutes, but there was no patient consequence. The observed noise has been assessed not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed detached brim cap has been assessed as an MDR reportable malfunction.